Manufacturer narrative:
Investigation: this disposable set was unavailable for return and evaluation. The device history record was reviewed for this lot. There were no issues noted in the DHR that would have an impact on the wbc count as experienced by the customer. The run data file was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. The analysis of the run data file did not find a conclusive cause for the higher than expected wbc content in the platelet product reported for this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Based on the available information, it cannot be ruled out that the higher than expected wbc content in the platelet product could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error could have contributed to the higher than expected wbc content in the platelet product. This MDR was filed beyond the 30-day due date due to an internal processing error. An internal CAPA has been initiated to investigate this issue.

Event description:
The customer would like the run data file analyzed to determine a possible cause for the elevated white blood cell (wbc) count in their platelet product. There was not a transfusion recipient or patient involved at the time of the rwbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit # (B)(6) the disposable set is not available for return for evaluation because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.